Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this saline pump lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The saline pump was set up, the led light was green. The pump was primed and flushed. The diamondback 360 coronary orbital atherectomy device (oad) was advanced in vivo, but when an attempt was made to spin the oad, the saline pump led light changed from green to yellow. The rep was called and troubleshooting steps were taken to resolve the issue but was unsuccessful. The pump was turned off and on, the saline sensor and connections were checked and secured but the yellow led light on the pump remained illuminated. The oad was removed, ex vivo the same troubleshooting steps were tried again but the issue persisted. A new oad was used to see if the issue would be resolved but it remained the same. The saline pump led light could not be changed from yellow. The procedure was aborted, and the patient was removed from the table. The patient was stable, and the procedure was completed the following day, (B)(6) 2024 using a non-abbott atherectomy device.